Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the company representative who reported that the patient¿s pump was removed due to infection. The patient stated it occurred a few months ago but did not remember the date. The patient denied any falls or injury. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a device manufacturer representative regarding a patient receiving duramorph (1 mg/ml at 0.4996 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient had a fall in (B)(6) 2017 which "banged the catheter" and caused fluid to develop in the pump pocket. A pocket revision was performed but two weeks after the patient felt that the pump was too close to their ribs and was uncomfortable. It was reported that the healthcare provider (hcp) intentionally discontinued therapy with no intent to refill the pump because the device would be getting explanted. It was noted that the pump went empty on (B)(6) 2019 and the patient went through withdrawal a week later around (B)(6) 2019. The pump would be getting explanted today and the catheter would be left in the patient. No further complications have been reported as a result of this event.